Manufacturer narrative:
Event date: used (B)(6) 2022 as approximate event date as the actual event date is unknown.

Event description:
It was reported that the wire tip was snared. The patient underwent coronary angiography in (B)(6) 2022 for follow-up of percutaneous coronary intervention (pci) procedure. A severe stenosis was observed in the mid-right coronary artery. After the area was balloon dilated, the ivus could not pass through the lesion. A rotawire was placed at the end of the right coronary artery and used a 1.5mm rota burr catheter. The ablation was performed. When the burr was subsequently removed, the tip of the wire was torn in the middle of the impermeable section and remained the peripheral coronary artery. A non-boston scientific wire was used to remove the residual wire, but both wires did not entangle to retrieve it. A snare was then used to remove the rotawire. No complications were reported.